Event description:
It was reported that "on the (B)(6) 2023, in the critical care unit, during insertion of the cvc: the plastic part of the needle cracks when connected to the syringe from the kit. Another kit from same reference was opened to resolve the issue. There were no clinical consequences for the patient." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a cracked needle hub was confirmed through complaint analysis of the returned sample. The customer provided two images showing an introducer needle. A crack was visible on the needle hub and evidence of use can be observed. The customer returned one, 18ga introducer needle for analysis. Signs-of-use were observed on the needle hub. Visual analysis revealed that the needle hub was cracked. This cracking created a leak when flushing in tandem with a lab inventory arrow raulerson syringe (ars). It was also noted that the needle hub contained a small notch. A device history record review was performed, and no relevant findings were identified. Based on these circumstances and the comments from r & d, the root cause of this complaint was design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e., pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc) in the presence of liquid alcohol-based disinfectants. CAPA was implemented by the manufacturing site under teleflex quality systems to address this issue. The needle hub involved with this complaint was manufactured prior to the CAPA implementation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that "on (B)(6) 2023, in the critical care unit, during insertion of the cvc: the plastic part of the needle cracks when connected to the syringe from the kit. Another kit from same reference was opened to resolve the issue. There were no clinical consequences for the patient." Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "on the 12th october 2023, in the critical care unit, during insertion of the cvc: the plastic part of the needle cracks when connected to the syringe from the kit. Another kit from same reference was opened to resolve the issue. There were no clinical consequences for the patient." Patient condition reported as "fine".